Manufacturer narrative:
Follow-up #1; date of submission: 08/24/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/30/2015 with the following findings:the reported power issue could not be adequately investigated due to a blank display issue; no conclusions could be determined in regards to the reported power issue. Several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. Evidence of moisture ingress was observed behind the display lens. The battery compartment was observed to be cracked from the threads to the case seal; the reported battery compartment damage was confirmed. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump failed a leak test due to a battery comparment leak. The pump case was removed, and further evidence of moisture ingress was found on internal components; this device failure caused the blank display issue. The reported moisture ingress issue was confirmed. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display image upon attempted use. In addition, it was reported that the battery compartment was cracked. Also, it was reported that evidence of moisture ingress was observed on the inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.